Event description:
A facility reported that the patient slipped when positioned in the mayfield modified skull clamp (a1059) for a "cervical 2-cervical 4 laminectomy, cervical 2- thoracic 1 posterior segmental instrumented fusion." The slip resulted in a 4cm long laceration on the left upper lateral head that was closed with staples. The procedure was delayed for 30 minutes. However, the patient is in a stable condition and was discharged to rehabilitation unit.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock has both rotational and lateral movement and a residue buildup is present. The index knob, and the lock will need new components added to replace worn internal parts, and the unit will need to be machined to have heli-coils added to large starburst threads. Additionally, since patient injury was reported, the unit was sent to quality engineering (qe) for further investigation; qe confirmed the initial findings with no device deficiencies observed. Root cause - the complaint is confirmed via inspection of the unit. The unit has excessive movement in the lock, and the 80lb torque knob and ratchet extension are from 2007 and does not match the 191-lot code of the base casting. The unit has no service history, and this is the first time in for repair since 2019. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.